Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath quartz contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported steam pop and subsequent perforation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported steam pop and cardiac perforation was procedure related. Per the IFU, cardiac perforation is a known risk during the use of the device.

Event description:
During the atrial fibrillation procedure, a steam pop resulted in a perforation of the cavo-tricuspid isthmus. When ablating the cavo-tricuspid isthmus, a steam pop occurred below the tricuspid valve. After the steam pop occurred, the impedance decreased by 10 ohms and a 2 cm perforation of the cavo-tricuspid isthmus was observed. The procedure was cancelled and the patient was transferred to another facility and a thoracotomy was performed.